Event description:
A trilogy 100 device was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer service center, the device failed a test step relating to 'pressure sensor calibration.' The evaluation is still in progress. A supplemental report will be submitted when the manufacturer's investigation is complete. Additionally, it is noted that the base enclosure was replaced.

Manufacturer narrative:
The manufacturer previously reported a trilogy 100 device that was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer service center, the device failed a test step relating to 'pressure sensor calibration.' Additionally, it is noted that the base enclosure was replaced. The device evaluation was completed. The service technician notes that the tubing was replaced due to an assembly error in order to resolve the failed pressure sensor calibration test. The device passed all further testing. Due to the assembly error being the root cause of the failure, this report will be updated to reflect a not reportable device issue.